Event description:
Needles have not given her the amount of insulin that she selected [device malfunction] ([diabetic ketoacidosis], [blood glucose increased]). Case description: the incident does not represent a serious public health threat. Medical device information: (B)(4). This spontaneous case from (B)(6) was reported by a customer as "needles have not given her the amount of insulin that she selected" and "diabetic ketoacidosis", and non-serious event "blood sugar level kept being high." It concerns a female patient of unknown age using novofine (30) autocover (needles) from (B)(6) 2010 to (B)(6) 2011 due to type 1 diabetes mellitus. Patient's height was not reported. As medical history it was reported that the patient has always been well-regulated and therefore, never previously experienced diabetic ketoacidosis. Previously, she has used novofine needles but was forced to change to novofine autocover as the commune changed the delivery. On (B)(6) 2010, the patient presented with diabetic ketoacidosis and was hospitalized. The patient stayed at the hospital a couple of days and when she was discharged, she started measuring her blood glucose levels 4 times daily. By these measurements, she noted that her blood glucose levels kept being high despite of frequent increase of her insulin dose. The patient had planned control visits every 3 months at the hospital and was also in contact with her doctor via telephone regarding the elevated glucose levels. Despite all the attention, the blood glucose levels would not return to normal. In (B)(6) 2011, the patient changed back to novofine needles and subsequently her blood glucose levels decreased relatively fast to her normal level and her diabetes went back to being well-regulated on her original dose of insulin. The patient suspected that the novofine autocover did not give her the selected amount of insulin. On an unknown date, the patient had fully recovered.